Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. No technical inquiries were received from the customer. One opened probe, with tip protector, in a pouch was received for the report. The sample was visually inspected and found to be conforming. The sample was then functionally tested for actuation and cut. The sample was found to be conforming for both tests. The probe engine was disassembled, and the components inspected. The diaphragm, spacer, top o-ring are all intact. Adhesive on the extension/diaphragm was found to be conforming. Top o-ring has outer diameter damage and bottom o-ring has outer and inner diameter damage. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria the investigation conducted a nonconformance review of the reported lot. A nonconformance related damaged o-ring was found. This non-conformance could have potentially contributed to the reported event. Based on the evaluation of the information and materials received, the investigation concluded that the root cause of the reported event is not determined as the returned opened sample was conforming for actuation and cut functional testing. However, a manufacturing related potential contributor factors were identified: damaged top and bottom o-rings. The returned samples met specifications; however, non-conformance record has been completed related to the damaged o-rings. A non-conformance record has been completed in relation to the related non-conformances identified within the non-conformance review. A nonconformance investigation was completed to investigate the trend identified for probes with would not cut or actuate issues. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional reported that no cutting was detectable during vitrectomy surgery. The surgery was completed after replacing the vitrectome with another one. There was no patient impact. The issue has been reported with 1 probe.